Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter was reading inaccurately high. The pt tests his blood glucose 4 times a day. He tests before meals and takes set doses of lantus twice a day; 95 units in the morning and 65 units before dinner. The pt also takes 25-35 units of sliding-scale humalog insulin based on his meter readings. The pt indicated that the alleged issue started on an unspecified date/time in 2007. He claimed that since then, he had been getting inaccurate high glucose readings. He reported results of "235, 219, 179, and 255 mg/dl". He was unable to provide the dates/times the readings were obtained. On another unspecified date/time in 2009, the pt claimed that he had an appointment with his endocrinologist and a lab test was performed. He mentioned that the lab result provided a blood glucose level of "135 mg/dl". He also stated that his endocrinologist said there must be something wrong with his meter. However, the pt admitted that he had not tested his blood glucose with the reported meter during the appointment. The pt claimed that at one point, he might have taken too much insulin based on inaccurate high meter reading since he developed low blood glucose symptoms of dizziness and clamminess afterwards. The pt admitted that he tested his blood glucose while feeling low and got an unspecified low meter reading. The pt administered self-treatment by consuming glucose pills and felt better after. The meter was set to the correct unit of measurement setting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.